Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation of the reported event is currently underway. Expiry date: 02/2021. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a prostate biopsy, the top slide of the device allegedly failed to prime. It was further reported that the procedure was completed with another device. There was no reported patient injury.

Event description:
It was reported that during a prostate biopsy, the top slide of the device allegedly failed to prime. It was further reported that the procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. During functional testing the cannula of the device fired automatically. An x-ray revealed insufficient cannula tang engagement, and upon disassembly it was noted that the right bumper was bent within the device housing. Therefore, the investigation is confirmed for the alleged cannula priming issue and the identified cannula self-activation. The bent right bumper is the most likely root cause of the reported and identified issues. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.